Manufacturer narrative:
The pad device operated successfully until (B)(6) 2011. It failed to power on after this date. The device was disassembled and routine testing traced the problem to the q55 transistor. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. This device malfunctioned because the device would not power-on. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.